Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Reason: there has been no mistreatment or injury reported. However, the complaint behaviors may potentially result in a mistreatment. Case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 2 (moderate). Reason: negligible for a single fraction but in addition with system tolerances it can sum up to more than +5%. Please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below - a single fraction is well within this band, therefore negligible). Probability: c (remote). Reason: improbable (to maximum remote) for more than one fraction - here assuming the same conditions as above, but multiple times for one single patient. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at (B)(4), etc... And the user does not perform a manual recording and a treatment plan is intentionally changed. No other products are concerned.

Event description:
A potential product issue has been identified with our artiste mv liner accelerator with it associated rt therapist product serial number (B)(4). In the abundance of caution this issue is being reported. The recording of a treatment session on (B)(6) 2011 was missing in (B)(4) therapist. There has been no mistreatment or injury reported. Corrective action and root cause are pending further investigation.